Event description:
FDA/(B)(4) report rec'd. Reporting an incident involving one (1) 12568 microclave connector. The report states the "end cap from the IV site was partially open and creating false readings on the pa monitor and the bedside cvp monitor. When initially removed from the pt, the end cap was partially depressed in the center. The monitoring equipment functioned normally once the end cap was changed." There were no adverse pt consequences associated with this event. The involved 12568 microclave device and concomitant mating/access devices were not returned for analysis and confirmation. A review of the mfg lot database for the reported lot# 84-348-k4 (mfg. Date 12/2009) shows (B)(4) units were manufactured, tested, inspected, and released. Exact cause(s) of the event are unk.